Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image on the monitor went black involving an olympus rigid video laparoscope. The customer suspected that the cause of the image on the monitor went black originate from the optics. There was no patient injury reported.